Event description:
It was reported by the patient the occurrence of passing out spells. It was also reported that the implantable pulse generator (ipg) device was checked and blood pressure meds adjusted. It is unknown whether there was any intervention associated with the ipg. The ipg device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.